Manufacturer narrative:
Per the t:slim x2 user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact inadvertently entered 1:1.9 rather than 1:9 as correction factor setting while attempting deliver a correction bolus. Customer's blood glucose level was 139 mg/dl. Contact updated the correction factor and successfully delivered the correction bolus.